Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned for analysis, and visual examination confirmed the connector type as taper ii. Black particles were observed on the outer surface of the port, on the septum and housing. Discoloration was observed on the taper. Analysis noted damage at the taper tubing junction. An air leak test was performed on the port, leakage was noted at the tubing junction. A fill inspection test was performed on the port, no blockage or resistance to flow was noted. Under microscopic evaluation a smooth opening, consistent with wear/abrasion, was observed on the taper tubing junction. Analysis noted damage to the port septum. Analysis noted that the band tubing was broken with striations consistent with surgical end cut to remove the device.  Device labeling addresses the reported event of possible port/band leak as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Care must be taken to avoid damaging the band, its inflatable section or tubing, the access port or the calibration tube. Use only rubber-shod clamps to clamp tubing. Adverse events: unplanned deflation of the band may occur due to leakage of the band, the port or the connecting tubing. Warning: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of a adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have "heard her port pop off ." The patient had their lap-band port removed and replaced.